Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home due low blood glucose. The blood glucose reading at the time the paramedics arrived was unknown. Customer stated that she was unconscious because she was messing around with her insulin pump and gave herself 19.9 unit of insulin within 8 minutes period. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.